Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set up, the av (arterial venous) loop seems indented or flattened. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical investigation was performed. Shipping records do not indicate damage; therefore, the root cause of the event is unk. Terumo will review the pack during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality management for appropriate tracking, trending, and follow up. (B)(4).